Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip (ddt). Conclusions: evaluation of the first returned smart coil revealed the pet lock was not present on the proximal end of the pusher assembly, pusher assembly kinks and the embolization coil was not returned for evaluation. If the pet lock is repeatedly manipulated in a way that would cause it to slip off the pusher assembly, the pull wire may retract out of the pusher assembly ddt causing the embolization coil to detach. The detached coil was not mentioned in the reported complaint and, therefore, this may have occurred post-procedure. Evaluation of the second returned smart coil revealed the pet lock and pull tube were not present on the proximal end of the pusher assembly, pusher assembly kinks and an embolization coil with offset coil winds. If the pull tube is forcefully retracted or otherwise manipulated, the pull wire may retract out of the pusher assembly ddt causing the embolization coil to detach. If the pull tube is further manipulated, the pull wire may fracture. These damages were not mentioned in the reported complaint and may be incidental to the complaint. Evaluation of the third returned smart coil revealed an undamaged, fully functional device. During functional testing, a demonstration handle was used to separate the pet lock and detach the embolization coil without an issue. The reported complaint could not be confirmed. Based on the return condition of the first and second returned smart coils and the complaint handle not being returned for evaluation, the root cause of the failure to detach could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: (B)(4). (B)(4). (B)(4). H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-01006; 3005168196-2019-01007; 3005168196-2019-01009.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil into the target vessel using non penumbra microcatheter and used the handle to detach; however, the smart coil failed to detach. The physician then made an attempt to manually detach the smart coil; however, it would not detach. Therefore, the smart coil was removed. It was also reported that the same issue occurred with two additional smart coils and the same handle. Therefore, the smart coils were also removed. The procedure was then completed using additional smart coils and a new handle. There was no report of an adverse effect to the patient.